Manufacturer narrative:
The administration set had been discarded and could not be sent for evaluation.

Event description:
On (B)(6) 2019, a distributor of infutronix reported a tubing leaking issue. The distributor forwarded the email from the user facility. The email stated "wanted to let you know that we had a leak from one of the nimbus tubing sets this week. A patient with 5fu infusing experienced a leak. When the tubing was brought back to us, the bulk of the crusting was found around the filter. We could not find a crack or any sort of break, but it had clearly leaked. Lot # 1811002 exp 11/11/2021." No patient injury or harm was reported for this event. The contract manufacturer of the affected device is (B)(4).